Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Patient information not provided/unknown. Event date not provided/unknown. Device brand name unknown. Device lot number and catalog number not provided/unknown. Reporter's name not provided/unknown. Device was discarded.

Event description:
It was reported that an unknown biomet screw fractured. The screw was discarded.